Manufacturer narrative:
Device evaluation:visual inspection shows evidence of damage/cut on the tip. Conclusion: reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during setup of the clearview blower/mister on the sterile table, after the item was removed from packaging with no obvious signs of damage, the scrub nurse placed the guide wire into the tubing and observed that the end of the guide wire blue tip was damaged with an almost sheared appearance. The product was replaced. No patient complications have been reported as a result of this event. Medtronic received additional information that the tip did not break off or detach. There were no bits found in the packaging. The tip looked sheared with a rough edge.